Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's implant got turned off somehow. The patient was walked through the implant. The patient wondered how their ins could have been turned off, further stating the unit was turned off and patient was miserable. It was reported that this was on saturday night and the patient was taken to the emergency room (ER) on sunday. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they accidentally turned off their implant. Patient also noted that turning the device back on resolved the symptoms. No further patient complications were reported/ anticipated as a result of this event.